Event description:
The customer reported chemotherapy drug leak from the luer lock connected to the IV tubing. There was no patient injury reported per the customer. The customer also indicated that the sample and the lot number are not available for further evaluation. Since a sample is not available for evaluation a complete analysis could not be performed. Since the batch number is missing we were not able to check any retained samples or production documents. Therefore, a root cause could not be determined.